Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was used for treatment of a severely calcified lesion in the left anterior descending artery. Blood flow to the area was compromised prior to the start of the procedure. The oad was operated for one treatment pass on low speed, and the patient experienced bradycardia. Slow flow was also observed. The oad was pulled back into the guide catheter, and an unsuccessful attempt was made to place a temporary pacer. The oad was removed, and flow was observed through the vessel; however, it appeared slower due to the already compromised ejection fraction. While the balloon was delivered, complications unrelated to the csi device occurred. The patient restabilized, and angioplasty and stent placement were performed. Following the procedure, the patient was stable with the impella device in place.